Manufacturer narrative:
MDR made in error it was duplicate.

Event description:
Error.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxplus needless connector was separated the following information was received by the initial reporter with the following: it was reported by the customer that quadfuse IV connection plastic luer lock fell off causing the quadfuse with meds to become disconnected from the patient IV.